Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon used the t-handle attached to t20 screwdriver shaft to remove a pedicle screw and burred the tip of the screwdriver and "welded" the shaft to the t-handle. Unable to separate the two (2). No surgery delay. A 2nd screwdriver was used and the procedure was successfully completed. No patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 279702050, lot gm5438503: released on may 06, 2019, with no discrepancies. No non-conformance reports (ncrs) were generated during production. No issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the screwdriver was stuck with its mating device t-handle. Attempts to disassemble the mating devices were performed but it could not be released. Also, it was identified that the tip of the device has burr that could be attributed to the repetitive use. No other issues were identified. A dimensional inspection was not performed due to it was not able to be disassembled of its mating device. The current and manufactured to drawings were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.